Manufacturer narrative:
(B)(4): the customer reported that the device would not read the rhythm (ECG) via the pads hands free cable. There was no report of adverse pt impact. Philips evaluated the device, confirmed the failure, and resolved the failure by replacing the pads hands free cable.

Event description:
The customer reported that the device would not read the rhythm (ECG) via the pads hands free cable. There was no report of adverse pt impact.